Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, curved opening, and overweight. A microscopic analysis was performed which identify: a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool. Further investigation: with the information collected during the investigation, there is enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Review of sterilization and seal strength records did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Environmental monitoring and bioburden monitoring results were found to be acceptable. Review of work order (B)(4) and the event code "infection" did not identify any ncs or CAPA associated with this information.

Event description:
Healthcare professional reported left side infection and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection (late onset) and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side infection and capsular contracture, baker grade unknown. Device has been explanted.